Manufacturer narrative:
The problem may be caused by an inappropriate usage. While encountering to dense bone, the surgeon should use the tibial peg drill to make four pilot holes before positioning the tibial tower onto the tibial baseplate trial, otherwise the device breakage might happened. On the other hands, the device manufacturing manner of the spike part has been revised from onepiece machining to welding to further enhance the device strength.

Event description:
The surgeon removed tibial tower component #6~#7 after applying force (punching) to the patient's knee. Upon inspection, the surgeon found that spike within the tibial tower was broken. The broken piece was found in the bone and safely extracted using a rongeur tool. After removing the broken spike, the surgeon proceeded with the rest of the planned surgical procedure. The tibial tower had already served its intended purpose prior to its removal, so the broken spike did not compromise the surgical outcome. There was a 5-minute delay in the surgery to remove the broken spike, agent provided feedback that this delay did not have any impact on the patient or the overall success of the surgery. Replacement instrument was sent to the agent and the agent was requested to return the broken instrument for evaluation.